Event description:
Ccm fellow floating trans venous pacemaker with ccm attending at bedside. Assisting rn witnessed blood backflow through the balloon catheter. Ccm fellow aborted the procedure. On examination by fellow and attending, the temporary pacing catheter balloon tip not intact. 5fr, 110cm cath. 6fr .035 inch diam wire temporary pacing catheter with shrounded pins/introducer kit.